Event description:
It was reported that during a laparoscopic appendectomy, on the first firing of the device using a gray cartridge the device was difficult to fire and only partially fired. The fellow fired the device. There were no opening issues per the sales representative¿s knowledge. The reload was removed from the device and the device was reloaded for two more times to complete the case. There were no patient consequences.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the ats45 device was received in good visual condition and with a 6r45m cartridge loaded in the device. The reload was received fully fired. The device was tested for functionality with a test reload and it fired, cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device performed without any difficulties noted during the functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.